Event description:
During surgery, the surgical assistant, tech, physician, and circulator noticed the covidien lucky strike smoke pen sparking brighter and more frequent than the previous models. It appeared as though the pen were making contact with metal with the amount of sparks coming from the end of the extended (long) bovie tip. However, we were cutting and coagulating tissue inside the abdomen. No apparent harm occured to the patient, staff, or equipment.